Event description:
Per the info provided to co by the physician's office, the device was removed as the "prosthesis gradually quit inflating. Eventually the device became non-functional." As reported to co, the pump and assembly kit component(s) only were removed and replaced.